Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies vessel perforation, aneurysm rupture, and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for a ruptured aneurysm in the posterior inferior cerebellar artery (pica) off the right vertebral artery. After implantation of two (non microvention) coils, a loop of one of the coils fell out of the aneurysm and the procedure was discontinued, leaving approximately half of the aneurysm untreated. One week later, an attempt was made to complete treatment for the aneurysm. Stent placement went perfectly, which successfully tacked down the prolapsed coil loop. Subsequently, during insertion of a hydrosoft coil, the aneurysm was perforated. Contrast extravasation was visible, so the heparin was immediately reversed, the blood pressure was lowered, the pre-existing external ventricular drain (evd) was opened, which was draining fresh blood, and the aneurysm was sealed within a few minutes. The patient was unresponsive the day before and the day of the procedure. The current status of the patient is unknown.